Event description:
Customer reported to beckman coulter, inc. (Bec) that the sodium and potassium were failing calibration on the unicel dxc 600 synchron system (dxc 600). Bec customer technical specialist (cts) assisted the customer to perform the modular chemistry level sense test using bec bleach. The cts advised the customer to prime the ion selective electrode ten (10) times and calibrate using serum and then aqua calibrator. The cts advised customer to rerun patient samples to verify that there were no erroneous results. Customer called back and reported that all electrolytes calibrated. Customer reported that the dxc 600 generated erroneous co2 result for one patient sample. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the instrument and could not duplicate the issue. The fse performed preventive maintenance while at customer's site. The fse verified performance. To date, customer has not reported the issue recurred.